Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012543) on 04-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), skin plaque ("plaques on the body"), gastrointestinal pain ("intestinal pain"), dizziness ("dizziness"), menorrhagia ("haemorrhagic periods"), loss of libido ("loss of libido"), abdominal distension ("swollen belly"), nausea ("nausea"), fatigue ("increasing fatigue"), insomnia ("insomnia"), tendonitis ("tendonitis"), arthralgia ("joint pain"), migraine ("migraine"), vision blurred ("blurred vision"), speech disorder ("speech problem") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, tinnitus, skin plaque, gastrointestinal pain, dizziness, menorrhagia, loss of libido, abdominal distension, nausea, weight increased, fatigue, insomnia, tendonitis, arthralgia, migraine, vision blurred, speech disorder and dry skin had not resolved. The reporter considered abdominal distension, arthralgia, dizziness, dry skin, fatigue, gastrointestinal pain, insomnia, loss of libido, menorrhagia, migraine, nausea, pelvic pain, skin plaque, speech disorder, tendonitis, tinnitus, vision blurred and weight increased to be related to essure. The reporter commented: current status of the patient: awaiting salpingectomy and hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), skin disorder ("plaques on the body"), gastrointestinal pain ("intestinal pain"), dizziness ("dizziness"), menorrhagia ("haemorrhagic periods"), loss of libido ("loss of libido"), abdominal distension ("swollen belly"), nausea ("nausea"), fatigue ("increasing fatigue"), insomnia ("insomnia"), tendonitis ("tendonitis"), arthralgia ("joint pain"), migraine ("migraine"), vision blurred ("blurred vision"), speech disorder ("speech problem") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, tinnitus, skin disorder, gastrointestinal pain, dizziness, menorrhagia, loss of libido, abdominal distension, nausea, weight increased, fatigue, insomnia, tendonitis, arthralgia, migraine, vision blurred, speech disorder and dry skin had not resolved. The reporter considered abdominal distension, arthralgia, dizziness, dry skin, fatigue, gastrointestinal pain, insomnia, loss of libido, menorrhagia, migraine, nausea, pelvic pain, skin disorder, speech disorder, tendonitis, tinnitus, vision blurred and weight increased to be related to essure. The reporter commented: current status of the patient: awaiting salpingectomy and hysterectomy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.